Event description:
During a site visit, customer reported a balloon section in the pump segment while in use on a patient. "Staff report the line kept beeping, large amount of air was removed and the event repeated. Tubing changed out." No patient harm was reported. No additional event or patient information was provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.